Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead after the lv lead was positioned. The physician suspected overly tight sutures at the suture sleeve resulted in the inability to remove the stylet. The physician elected to not explant nor replace the lv lead. The stylet was cut and the lv lead remained implanted, with a portion of the stylet inside, to resolve the event. The user manual for the lv lead states, "when acceptable electrical measurements are achieved and the lead's distal end is placed in an appropriate site, remove the stylet or guidewire and the catheter delivery system." The patient was in stable condition.